Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The suspect device has been returned to olympus for evaluation and the olympus service center could not replicate the issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite iii video system center scope detection is not working (error code e226). The issue was found during preparation for use in a therapeutic tcris procedure. The device was inspected before use. There was a minimal procedural delay that caused no harm to the patient. The procedure was completed with a similar device. There were no reports of patient harm.